Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose that triggered the suspend event level was 200 mg/dl. Sensor value that triggered the suspend event was 39 mg/dl. The low limit in sensor setting was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. In addition, customer's blood glucose level was 120 mg/dl and sensor glucose level was 40 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the sensor glucose value was 40 and did cause the insulin pump to suspend insulin delivery.